Event description:
On (B)(6) 2023, the complainant contacted leica biosystems and reported the following: "under processed tissue." The following further details were documented by a local lecia biosystems technical assistance center representative: "tissue ran by night staff ran no delay programs on both retorts, tissue removed was under processed. Ret a started 1 am (B)(6) 2023 ended 2:27am 1 hour factory xylene program 215 cassettes skin biopsy ret b started 9:30pm (B)(6) 2023 ended 10:56pm, 1 hour factory xylene program 119 cassettes skin biopsy no errors other than 18, 16 and 3 thresholds exceeded current ly [sic] showing 70%etoh and 2 wax stations hashed out. Currently not using unit." On 30 may 2023, the assigned leica field applications specialist-core histology, florida (fas) visited the customer site to investigate the circumstances involved in this event and to provide applications support. The fas documented that the tissue type of the affected patient samples was "skin"; the size of the affected patient tissue samples was "up to 0.5 cm" and the affected patient tissue samples had been re-processed. The regimen used to re-process the affected patient tissue samples was not provided. The fas also measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer; and recorded both the measured ethanol concentration and that calculated by the instrument software algorithm. The variance between the measured and calculated ethanol concentration was found to exceed the acceptable limits of +/-5% in bottles 3, 6, 8 and 9. The measured ethanol concentration in bottles 3 and 8 was 7% higher than that calculated by the instrument software algorithm. The measured ethanol concentration in bottle 6 was 80% and that calculated by the instrument software was 99%; and the measured ethanol concentration in bottle 9 was 85% and that calculated by the instrument software was 75%. The fas documented the following observations in relation to the reagent in the reagent bottles: "bottle 3...clear & colorless; reagent level below minimum 3 line; bottle 4...clear and colorless; bottle 5...clear and orange hue; reagent level above max line; bottle 6...cloudy and orange huge; large amount of wax found in bottle; bottle 7...semi cloudy and orange hue; bottle 8...cloudy/debris and orange hue; wax flakes found in bottle; bottle 9...cloudy/debris and orange huge; wax flakes found in bottle; bottle 10...clear and orange hue; bottle 16 cleaning ethanol evident [sic] of overuse, can see wax has been carried over into reagent." The fas documented the following actions: "...emptied, rinsed..." And replaced the reagents in bottles 6, 7, 8, 9, 15, and 16:and provided the following recommendations to the complainant: "do not over use cleaning reagents; change reagents when software hashes stations out; do not perform quick bottle pulls and confirm in software reagent has been changed..." On 31 may 2023, the assigned leica field applications specialist-core histology, florida received information from the complainant that all patient cases involved in this event were diagnosable; and re-biopsy of a patient(s) had not been either recommended or performed.

Manufacturer narrative:
Manufacturer evaluation of the information available determined that the root cause for the sub-optimal processing of patient tissue samples reported by the complainant on (B)(6) 2023 was the occurrence of multiple use errors between 15 april 2023 and 26 may 2023, in which a user failed to complete manual replacement of reagents in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." The consequences of the multiple use errors identified would have been use of a reagent(s) at a concentration less than the minimum required for the final dehydration or clearing or wax infiltration steps in tissue processing runs resulting in re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Manufacturer evaluation of the service record for the instrument showed that a leica biosystems field service engineer was not dispatched to assess the operation and function of the instrument in association with this complaint.